Event description:
A distributor reported on behalf of a healthcare facility in japan, that four mr290v vented autofeed humidification chambers failed the ventilator leak test prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Section d4: affected lot numbers 240213 - 2 units, 240131 - 1 unit, 231211 - 1 unit. The subject mr290v vented autofeed humidification chambers have been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Section d4: affected lot numbers. Lot# 240213 - 2 units. Lot# 240131 - 1 unit. Lot# 231211 - 1 unit. Method: four mr290v vented autofeed humidification chambers were returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where they were visually inspected, and leak tested. Results: visual inspection identified no damage or defects with the returned devices. Leak testing confirmed that the mr290v vented autofeed humidification chambers were within specification. Conclusion: the investigation findings confirmed that there was no fault found with the returned devices. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for mr290v humidifcation chamber state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. -use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that four mr290v vented autofeed humidification chambers failed the ventilator leak test prior to patient use. There was no patient involvement reported.